Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. On-site visual and functional testing were completed on the system. The system performed as intended. A returned computer was analyzed. After visual and functional testing was performed, no failure was found with the computer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that system had a communication issue with the imaging system. It was stated that there was a user issue due to the camera top being far from imaging system's tracker. There was no patient present when this issue was observed.